Event description:
Patient called to report left side wrinkling and deflation. Healthcare professional reported left side "rupture" of a saline device. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 20 jan 2015. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified; brown and white particles in shell, fold creases, linear opening. The leak test and microscopic analysis was performed which identified; two sharp openings on anterior and posterior. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - sharp openings assessed as unidentified(tear) opening further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.